Manufacturer narrative:
A visual assessment of the actual implant was unable to be performed as the implant was discarded at the hospital facility. An assessment of an implant from the same lot that was retained by the manufacturer was performed. The implant was measured with a calibrated caliper at the manufacturing facility, which confirmed that the implant was the appropriate measurement listed on the packaging. Communication with the complainant confirmed that the measurement taken at the hospital was performed with a ruler, which may result in an inaccurate measurement. A DHR review was performed for the implant lot and there were no manufacturing anomalies identified. The DHR review confirmed that the contract manufacturer performed 100% inspection and measurement on this lot. The implant lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since (B)(6) 2021. The reported problem was unable to be reproduced during the investigation. There has been zero other complaints of similar nature for the implant in the past 12 months. The manufacturer will continue to monitor for reports regarding implants and perform complaint investigations as appropriate.

Event description:
The manufacturer was made aware of this product complaint on (B)(6) 2025. It was reported that while performing a 3 level anterior cervical discectomy and fusion, the surgeon believed the implant that was used may have been mislabeled as the incorrect size. The implant was labeled as 6mm, however the complainant assessed the implant as 5mm. There were no known patient complications associated with this complaint, however there was a slight delay to allow the surgeon to remove and replace the implant. The implant was disposed of at the healthcare facility. No additional information available.